Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar spinal canal stenosis type of procedure or technique used: anterior lumbar fusion and posterior lumbar fusion it was reported that intra-op, thread of the cage was deformed or broken. Intra-operatively, after cleaning up the intervertebral disc, when about 90% of the cage was inserted at l4-5, it was difficult to insert the cage deeper. The physician tried to hit the inserter to contralateral side with a hammer in order to remove the cage, however it could not be removed. The cage was then removed by removal implement and the intervertebral disc was curetted again. When trying to attach the cage to the inserter again, the cage could not be gripped due to probable breakage of thread of the cage. A new cage was then opened to deal with this problem. There were no patient symptoms or complications as a result of this event.